Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2021. According to the complainant, during the procedure, more than one bands simultaneously released. Reportedly, the device was removed, and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2021. According to the complainant, during the procedure, more than one bands simultaneously released. Reportedly, the device was removed, and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a150103 for the reportable issue of bands prematurely deployed. Block h10: investigation results: the returned speedband superview super 7 handle assembly and ligator head were analyzed. A visual evaluation noted that the trip wire was partially rolled in the handle assembly and the tripwire was secured in the handle. It was also kinked/bent at proximal section. All the bands were deployed on the ligator head and some of the ligator teeth were bent. The suture and the suture hole were in good condition. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No visible issue was noted with the handle assembly. No other issues with the device were noted. The reported event of premature deployment of bands was confirmed based on the condition of the returned device. Based on the evaluation of the returned ligator head, the damage to the ligator head indicates that the component was submitted to tension forces that resulted in bending of the ligator head teeth and this could result in improper deployment of bands. Additionally, the bend in the trip wire could have been generated when securing the trip wire in the handle slot during setup or upon rotation of the device during use. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.